Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). The device battery decreased to 40%. Device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) displayed a bd message alert indicative of a potential premature battery depletion (pbd). The device battery decreased to 40%. Device remains in service. No additional adverse patient effects were reported. Additional information was obtained, the device was explanted and replaced.